Event description:
It was reported that the patient was experiencing difficulty charging the ipg. X-ray was taken and showed that the battery had flipped. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was kept by the facility.